Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at a third party service center, a failure related to the device's blower motor was observed. The device's blower motor was replaced to address the issue.